Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there were multiple malfunction alarm occurrences and the pump stopped all insulin delivery. The customer's blood glucose was 248 mg/dl. A bolus was delivered to address the bg level. Reportedly, the customer would continue use of the current pump for therapy.